Event description:
Pt reported they don't have any cassettes or tubing on hand because "it broke over the weekend". No details provided; exactly which product broke, what issue occurred or exact date of event is unknown. No lot numbers for cassettes or tubing provided. Replacement cassettes and tubing scheduled for dispense. Pt advised to continue using current cassette and tubing until new shipment arrives. No further information available. Did the reported product fault occur while in use with the patient? -yes; did the product issue cause or contribute to patient or clinical injury? - no; is the actual product available for investigation? -yes; did we [MFR] replace product? -yes; did the patient have a backup product they were able to switch to? - no; was the patient able to successfully continue their therapy? -yes. Reported to (B)(6) by pt/caregiver.